Event description:
It is reported that a customer found air bubbles in their insulin pump. The patient's blood glucose level was at 156 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was advised to change the infusion set. The pump works as designed. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.